Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. Additionally, noise was observed on the lead resulting in inappropriate atrial tachy response (atr) episodes. It was reported the patient does not require atrial pacing. No adverse patient effects were reported.

Manufacturer narrative:
Device reprogramming was being considered. The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.